Manufacturer narrative:
The facility performs its own repairs and has not provided further information surrounding the event. As a result, no investigation has been possible for the reported error.

Event description:
It was reported that the ventilator displayed an, "excessive leakage" error message when it was connected to a patient. No patient harm was reported. (B)(4).